Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in early 2009 that a customer had an issue with a saliva ejector. The customer stated the blue tip part was detached in use and fell into the pt's mouth. The part was removed safely and no pt injury or medical intervention required.